Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced within two months after implant due to high thresholds and diminished sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, the overlay tubing of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Extrinsic cut appeared to pierce but did not breach outer insulation. In addition blood ingression was not observed through the outer insulation or on to the conductors.